Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the left circumflex. Reportedly a 2.80x19 mm rx graftmaster stent delivery system (sds) was attempted to be used to treat a perforation, but it was unable to cross the lesion due to the anatomy. The perforation was treated with another graftmaster stent. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, the device was received and the analysis revealed that there were two holes/tear side by side on the outer member 4mm distal to the mid lap seal, and the guide wire exit notch was torn for a length of 1mm. The account confirmed that the tear was noted to occur during the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported shaft tear was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned device analysis, the investigation determined that the reported issues appear to be related to circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 4008 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the left circumflex. Reportedly a 2.80x19 mm rx graftmaster stent delivery system (sds) was attempted to be used to treat a perforation, but it was unable to cross the lesion due to the anatomy. The perforation was treated with another graftmaster stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.